Event description:
The event is reported as: a connector to the flowmeter came off during use. No patient injury reported.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation.